Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system, with the atrion inflation/deflation device attached, was returned to edwards for evaluation. Visual inspection of the delivery system revealed a severe kink present on the proximal balloon shaft, likely due to return packaging of the device. The returned atrion device contained air and fluid. No other abnormalities were reported. The delivery system balloon shaft strain relief was removed. No kinks or breaks were found at the balloon shaft to the y-connector bond area. No other abnormalities were observed. Following decontamination of the delivery system, functional testing was performed. The total inflation/deflation time was measured. All measurements were within specification. The inflation balloon diameter was also measured after at 0 seconds, 3 seconds and 20 seconds after inflation. All measurements were within specification. No leaks were was observed. Transcatheter delivery balloon burst complaints have been previously investigated and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint of the delivery system leakage / inflation difficulty could not be confirmed based on visual inspection and functional testing of the returned. No manufacturing non-conformances were observed that could have contributed to the event. The exact cause of the reported inflation difficulties could not be determined. Procedural factors, in addition to patient factors may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 26mm sapien 3 valve and commander delivery system were prepared with nominal volume (23ml) and advanced through the sheath. Valve alignment was performed with no increased pull force or torque noted on the catheter. The sapien 3 valve was deployed where intended in a final 90:10 aortic/ventricular (a/v) position. During valve inflation, 1cc was left in the inflation device due to increased resistance. Post deployment tee indicated mild-moderate paravalvular leak (pvl) and no central leak. Post dilation was performed; however, the physician noted that there was no resistance felt during post dilation, but it ¿didn¿t feel normal¿. On fluoroscopy, it looked like the balloon ¿wasn¿t fully expanded¿. When the balloon was deflated, is appeared that there was additional air in the inflation device and more fluid returned than was prepped and delivered (approximately 30ml). Tee still indicated mild-moderate pvl. The initial delivery system was removed and a new delivery system was prepared. Post dilation of the valve was performed with the second delivery system and the pvl was reduced to none. The devices were removed and the procedure was completed without further complication. The patient was extubated and transferred in stable condition. Following the case, the delivery system was inflated with 23ml of volume. No visible leak was observed. When pulling negative and deflating the balloon, 31ml of volume returned; 8ml more that used during inflation. On subsequent inflation attempts, no resistance was felt and the balloon was not fully inflating. The native annular diameter measured 21.5mm by intra-operative tee with a valve area of 483.3mm2. Information regarding the degree of valvular calcification was not provided.